Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 1990, a double valve replacement procedure was performed and a 25 mm sjm mechanical valve was implanted in the mitral position (MDR-2017-52291) and a 21 mm sjm mechanical valve was implanted in the aortic position (subject of this MDR). Per report from the patient's mother, the patient passed away last year (date unknown). It was reported "a screw came out of the heart valve and blocked the blood flow, which caused a heart attack and ultimately death."

Event description:
On (B)(6) 1990, a double valve replacement procedure was performed and a 25 mm sjm mechanical valve was implanted in the mitral position and a 21 mm sjm mechanical valve was implanted in the aortic position. Per report from the patient's mother, the patient had an ischemic heart attack on (B)(6) 2016 and had a massive heart attack and passed away on (B)(6) 2016. It was reported "a screw came out of the heart valve and blocked the blood flow, which caused a heart attack and ultimately death." No additional information was received.